Manufacturer narrative:
Submit date: 10/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 8/10/2016 that a customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was found that the unit does not alarm.